Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) to perform failure analysis. The reported failure of monopolar not firing and error c-34 could not be reproduced. The iesu energized and cauterized, and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the integrated electrosurgical generator unit (iesu). The system was tested and is ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported a c-34 erbe generator fault. Monopolar was not firing. Prior to calling, the customer rebooted the generator and replaced instrument cable and instrument, but the fault returned. The tse informed caller about the opportunity to use a third-party generator (force triad) to be able to finish the procedure. Customer owns this type of generator, and the procedure was going to be completed as planned with no reported injury.